Event description:
Reportable based on the product analysis completed on (B)(4) 2012. It was reported that during a coronary stenting treatment procedure, a shaft kinked occurred. Access was obtained through the femoral artery. The 2.5x32mm, 70% stenotic, de novo, concentric shaped lesion was located in the mildly tortuous and moderately calcified right coronary artery. The physician advanced a 2.5x32mm taxus liberte stent to the lesion but was unable to cross and the shaft of the stent delivery catheter kinked. The procedure was completed with another 2.5x32mm taxus liberte stent. No patient complications were reported and the patient's status is stable. However, the product analysis on the returned device revealed that the stent was damaged.

Manufacturer narrative:
Device is a combination products. (B)(4). Device evaluation: returned product consisted of a taxus liberte stent delivery system (sds) and stent with the stent protector and product mandrel partially loaded. There was contrast in the inflation lumen. The reported information, the presence of contrast in the inflation lumen, and the position of the stent protector and product mandrel suggest the stent protector and product mandrel were replaced after the reported failed attempt to cross the target lesion. The stent was centered between the markerbands on the tightly folded balloon; there was no indication the device was subjected to positive (inflation) pressure. There were multiple proximal stent strut rows stretched and bent with media contrast in between the struts. There was distal tip damage. Magnified inspection presented no damage or irregularities that could have caused or contributed to the reported crossing difficulty or the confirmed stent and tip damage. A thorough analysis of the returned device could not confirm the reported crossing difficulty and shaft kink. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).